Manufacturer narrative:
Additional information was added to d4: lot #, h4 and h6. Correction to the previously submitted h10. Remove "and the lot number is unknown". A suspect lot was reported. D4 lot #: the reported lot ur20101013 has a typographical error. Correct lot number is ur20i01013 - this lot is suspect. H4: the manufacturing date of the suspect lot is 09/09/2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector would not flow while a non-baxter collection set was attached. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.